Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) large volume folfusors underinfused medication to the patient. It was observed that 30% of the volume was left in the device after each infusion. The devices were filled with flucloxacillin 8g in 230 ml sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: upon further investigation, it was determined that this report is a duplicate of manufacturers report # 1416980-2021-07532. All investigation activities will be captured under mfg. Report # 1416980-2021-07532. Should additional relevant information become available, a supplemental report will be submitted.